Manufacturer narrative:
There is no documentation to show a causal relationship between the event of stroke and the liberty cycler. Additionally, there is no reported malfunction against the cycler related to this event. It is unknown if the patient was actively completing pd treatment when the stroke occurred. It is unknown if the patient had any comorbidities that were a contributing factor to the stroke. Based on available information the causal event of the stroke cannot be determined. The alleged event was not confirmed by the manufacturing plant. The device was not returned to the plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis nurse reported that the patient was transferred from an extended care facility to the hospital due to a possible cerebral vascular accident (cva). Follow up on 2018-01-22 with the pdrn confirmed that this patient was admitted to the hospital from a nursing home during (B)(6) 2017 (date unknown) for a stroke. It was unknown if the patient was actively completing treatment at the time of the event. The patient was in and out of the hospital for approximately two months due to the stroke (unconfirmed issues and dates). The patient is currently still hospitalized. It is unknown if the patient is completing pd therapy during hospitalization. Hospital course is unknown. Additional information was solicited.